Event description:
Customer reported being hospitalized due to chest pain and high blood glucose. Prior to hospitalization customer stated they noticed bubbles in the tubing and reservoir. Customer primed bubbles and went to work. Customer felt pain in their chest. Customer feels they did not receive sufficient training to change their set/site properly.